Manufacturer narrative:
Initial reporter name: (B)(6).

Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected to treat a 95% stenosed, moderately calcified and moderately tortuous lesion within the left anterior descending artery (lad) and left circumflex artery (lcx). After treatment, the rotapro stalled and would not operate. The rotapro was attempted to be removed, but was stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another device and no patient complications were reported.

Manufacturer narrative:
E1: mie prefecture. Product analysis by MFR: the returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any issues or defects. The advancer used during the procedure was returned and used for analysis. The returned wire was not able to be inserted into the returned rotapro device due to the presence of blood within the rotapro device obstructing the movement of the rotawire. Product analysis confirmed the reported event, as the rotawire was not able to be fully inserted into the rotapro device due to the presence of blood within the returned rotapro device.

Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected to treat a 95% stenosed, moderately calcified and moderately tortuous lesion within the left anterior descending artery (lad) and left circumflex artery (lcx). After treatment, the rotapro stalled and would not operate. The rotapro was attempted to be removed, but was stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another device and no patient complications were reported.